Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that after an intermedullary nail was implanted, a patient experienced mild metabolic acidosis which was resolved by administering one normal saline bolus. No additional information is available.